Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Info rec'd indicates the bed has no functions and the only thing working is the gci.